Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. During the evaluation of the device, the third-party service center visually inspected internal part of the device and found evidence of foam particles or degradation. Secondary findings include insect infestation. In addition, the device was scrapped.